Event description:
A canadian customer stated that his breeze2 meter was reading higher than usual. He alleged that he took the meter to a pharmacy and the pharmacist received control test results that were 7.0-8.0 mmol/l high, out of specification. The normal control range was not provided, but should be around 5.0-6.8 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation.